Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. (B)(4) additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a posterior communicating artery aneurysm, the deltapaq coil (cdf10051530/c28058) could not be advanced in the middle of the echelon 10 microcatheter. The surgeon withdrew the coil with the microcatheter, and found a kink on the coil at the coil connection. A new coil was used to complete the procedure using the same microcatheter. A continuous flush had been maintained through the microcatheter. The deltapaq had appeared normal prior to use. No other damages were noted to the device after use. It was unknown if the device had been resheathed after use. There was no report of patient injury.

Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during coil embolization of a posterior communicating artery aneurysm, the deltapaq coil (cdf10051530/c28058) could not be advanced in the middle of the echelon 10 microcatheter. The surgeon withdrew the coil with the microcatheter, and found a kink on the coil at the coil connection. A new coil was used to complete the procedure using the same microcatheter. A continuous flush had been maintained through the microcatheter. The deltapaq had appeared normal prior to use. No other damages were noted to the device after use. It was unknown if the device had been resheathed after use. There was no report of patient injury. The deltapaq was returned for analysis; however, the involved microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for a copious amount of contrast located inside the distal tip of the dpu and proximal end of the coil. As viewed through the dispenser hoop, the coil was found to be outside the sheath both proximal (tip coil and core wire) and distal (coil) to the green introducer. Located at the distal tip of the skive the core wire and tip coil protrude outside the sheath. The unaided eye could see the reported kink damage. A portion of the coil was found protruding outside the distal tip of the green introducer. No mechanical sheath damage was found at the tip coils protrusion site. The coil¿s socket ring was found pushed down inside the outer sheath. The tip coil has been severely kinked. The coil was returned undamaged. The locking mechanism has compression and stretching damage. The resheathing tool¿s v notch has been damaged. No manufacturing defects were found. Note: unsheathed coils or protruding sections out of the sheath should never be pushed into the hoop dispenser to be used as return packaging as it has the potential to produce more damage to the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils resistance during advancement inside the microcatheter and the kinked section adjacent to the coil is confirmed. The most likely root cause of the coils resistance during advancement and the kinked section may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring down inside the outer sheath, severely kinked the tip coil section, and caused the core wire and tip coil to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.